Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that air ingress was noticed from the 3-way stopcock. Connection to the pressure bag was re-tightened and the bubble to the stopcock ceases. When the sheath was aspirated in the mid case with the farawave catheter inside, air was visible again. After the farawave catheter position was readjusted the issue was not reproducible. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return for analysis. It was further reported that no saline leak was seen. It was further reported that the pressure bag roughly 2ml/min was used for irrigation. Air coming in the stopcock from the saline side. Guidewire was pulled internal to the farawave with the tip slightly advanced so as not to introduce air. No air seen in the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.